Event description:
It was reported that while un-packaging the renegade hi-flo micro-catheter during preparation for an unspecified procedure, it was noted that the renegade was damaged. Another of the same device was used to successfully complete the procedure. No pt complications were noted and the pt's status is unk.

Manufacturer narrative:
(B)(4).